Event description:
It was reported by the physician that a pt underwent a sling procedure in 2008. The pt was seen in the physician's office and was found to have a vaginal erosion.

Manufacturer narrative:
Date sent to the FDA: 05/15/2008. Conclusion. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.